Event description:
It was reported that during a case in a svg, when the absolute self expanding stent system was advanced through an already deployed stent, it became hung up and the stent deployed. The absolute stent was snared back to the femoral artery and it was surgically removed from the pt. No pt effects were reported.